Manufacturer narrative:
This device has not been received by this manufacturer; therefore, a physical evaluation has not yet been performed. We are unable at this time to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that in 2007, the clinicians implanted a vaxcel PICC in a female patient. On approximately one month later, a leak was identified in the catheter and was located distal to the suture wing. The PICC was then successfully replaced. The complainant reported, there was no adverse affect on the patient as a result of the reported problem.